Event description:
Pt to have colonoscopy as outpatient. While undergoing preparation for such, suffered cardiac arrest. Efforts at resuscitation were unsuccessful and pt expired. Staff present at event felt the the pacing portion of the monitor in use at the time did not function properly.